Event description:
Report of "fluid leak at the cassette during an unknown procedure" received. Customer stated that "a call from x-ray personnel was received to report the IV tubing leaked at the cartridge while the pt was having a procedure done". Customer reported that when an unspecified pt returned to the floor she confirmed that "the leak was noted from the cartridge seam". Customer changed to a new set of tubing and attempted to resume the unspecified IV fluid infusion. It was reported that "the IV site clotted off by this time and the IV had to be discontinued. Customer reported that the physician was notified and ordered to discontinue the IV. It was reported that the pt was discharged to home in the afternoon of the same day. There was no report of pt adverse event. Additional info requested but not available.